Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an assurant cobalt peripheral stent to treat a lesion in the right subclavian artery. There was plaque including slight calcification. Stenosis was 75%. There was no tortuosity. The lesion was not pre-dilated. There was no difficulty removing the device from the packaging. There was no unusual resistance noted when removing the protective sheath. There was no negative pressure applied to the device. No abnormalities were noted during prep. The device was inspected with no issues. No kink was noted on the guide catheter/sheath. A 6f (48cm) non-mdt sheath was used. No resistance was noted loading the device onto the sheath/guide catheter. There was no resistance with ancillary device during delivery. There was resistance during passing the lesion site. Excessive force was used during delivery and it was reported that this was most likely due to stenosis. It is reported that the device failed to cross the lesion and was retracted. During withdrawal, the device was caught on the guiding sheath and dislodged. An attempt was made to remove the dislodged stent using a balloon catheter but was unsuccessful. The stent was later surgically removed. No further patient injury reported post procedure. A stent is scheduled to be implanted in the lesion in the subclavian after some time. Cine images are not available.